Event description:
Surround revision 2.1.2. Was developed for the use of one specific customer only. A defect was found in this revision that was not safety-critical, but that caused significant operational delays for the customer. Therefore, an emergency release revision (2.1.3) of surround was initiated at "idm." During the development of this revision, a new but related, safety-critical defect was discovered. This defect was hypothetical, in that its occurrence was theoretically possible, but, in fact, never occurred on the customer's system in the field either before or after its discovery. To insure that the malfunction did not cause a problem on the customer's system, idm monitored the system continually until surround revision 2.1.3 was put into operation on 8/16/00. The hypothetical safety-critical defect was that in special circumstances, surround could accept a batch of eia test results associated with unacceptable external control. Such a batch should be rejected. This defect was corrected in revision 2.1.3.